Event description:
It was reported that a lumiguide wire was used in a complex fevar procedure with four fenestrations. The cannulation of the superior mesenteric artery (sma) was difficult, resulting in few attempts with different catheters. During the final angiogram, a dissection was noted in the sma, but was covered with stents. The dissection seemed to originate more distal than where the lumiguide was ever used; thus, likely occurred during manipulation of a catheter in combination with a terumo wire; however, cannot be certain. This adverse event is being submitted because the lumiguide was in use when a dissection occurred, requiring additional intervention. There was no alleged malfunction with the lumiguide wire.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a3b: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is france. Block g2: study name is lumiguide radfree. Blocks h3: the lumiguide wire was discarded, thus no product investigation was performed. Block h6: dissections during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.